Manufacturer narrative:
An event regarding disassociation involving an unknown trident liner was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Not returned to the manufacturer.

Event description:
It was reported that the patient's left hip was revised due to disassociation. The liner came out of the shell. The shell remained in the patient, and the liner and head were exchanged for the same type and size. There are no allegations against the revised head.